Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging there were missing test strips from the meter's kit. The reported issue was unresolved with troubleshooting with customer service. There were no allegations of harm of injury. Replacement product(s) were sent to the patient.

Manufacturer narrative:
The 510 (k) is k093745.